Event description:
Pt presented with an abdominal aortic aneurysm. The physician successfully implanted a gore excluder bifurcated endoprosthesis. On 4/15/05, follow up imaging detected an enlargement of the aneurysmal sac with the presence of a kink in the superior portion of the graft. A type ii endoleak was also detected in the posterior margin of the aneurysmal sac with apparent communication of the lumbar artery. In 2005, coil embolization was performed. Pressure measurements were nonpulsatile with a low mean blood pressure of 0-10 mm/hg. The pt tolerated the procedure well and returned to the recovery room in stable condition.